Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. In addition, the customer experienced a low blood glucose (bg) level of 46 mg/dl. Bg was addressed by consuming carbohydrates. Cause was due to pump settings requiring adjustment. Reportedly, customer reverted to an alternate method of insulin therapy